Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 50 mg/dl. Customer treated their low blood glucose via carb intake. Customer's current blood glucose level was 168 mg/dl. Customer declined to troubleshoot for low blood glucose levels.